Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving baclofen, lot number n637852, 2000mcg/ml at 96.2mcg/day, via an implantable device. The indications for use were intractable spasticity and cerebral palsy. It was reported the patient experienced lack of effect. They tested the pump and no problem was found. Per the reporter when they attempted to do a dye study they were unable to withdraw medication from the cap so they decided to do a revision. When they disconnected that catheter from the pump they were able to aspirate. The pump was replaced. The cause of the inability to aspirate was not determined. Per the reporter the catheter was patent once disconnected from the pump and not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.